Manufacturer narrative:
The device was received for evaluation. During functional testing, volume very low was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a detached speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had volume very low during testing at the biomedical service department. There was no patient involvement. No additional information is available.